Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he noticed that objects are distinct, but doubled and event tripled (like shadows near objects), though the colors are bright. The consumer reported that before implantation, he could see two lines of the snellen chart; and after implantation, he could see seven lines of the snellen chart. He reported that he was given a prescription for reading glasses. In a f/u, the surgeon reported there were no medical or surgical intervention performed to treat the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).